Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The deployment needle is in the t2 pre-deployment position. The device shows no visible signs of damage. A functional evaluation revealed the device functions as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscal repair, inside the patient, using fast-fix 360 curved ndl delivery sys after deploy t1 the t2 deploy prematurely. T1 and t2 were removed from the patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.